Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer surpport engineer (cse) has not verified the malfunction. The device's evaluation to date has not been completed. The root cause of the malfunction is currently unk.